Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room due to high blood glucose (bg) level of 560 mg/dl with moderate ketones. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin. Additional information was not provided. Customer declined troubleshooting with tandem technical support.